Event description:
It was reported that ventilator became inoperative. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the breath delivery (bd) central processing unit (cpu), which resolved the reported issue. The unit passed all testing and it was operating within the manufacturing specifications.